Event description:
Initial surgery performed in 2008. It was subsequently noted on x-ray that one of the set screws was not in place three weeks post-op. The pt remains asymptomatic, therefore no revision surgery is required.

Manufacturer narrative:
Evaluation results - device was not returned to MFR; no evaluation could be performed.